Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's right ventricular (rv) lead was over-sensing noise. During the rv lead revision procedure, it was reported that the set screw on the pacemaker stripped when the physician attempted to remove the rv lead from the pacemaker. The pacemaker and rv lead were explanted and replaced. The patient's condition was stable.